Event description:
The event occurred on an unknown date involving a transfer set, pur yellow with chemolock¿ port where the customer reported that several of the device¿s hoses are defective and unusable, in a pack of 50, with the latest batch delivered. About 20% are blocked, not allowing the passage of the liquid. There was no reported patient involvement. A patient involvement is unknown.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.